Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they were hospitalized due to high blood glucose on (B)(6) 2020 with blood glucose level was above 26 mmol/l. Customer experienced symptoms such as vomiting. The customer was treated with used insulin pump and insulin drip. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that auto mode feature not was active at time of high blood glucose event. Customer reports they did not contact their health care professional regarding the high blood glucose. The insulin pump will not be returned for analysis.